Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant the right ventricular (rv) lead exhibited high thresholds and high impedance. Lead perforation was suspected and the rv lead was explanted with no issues noted and replaced. No further patient complications have been reported as a result of this event.